Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that while during an ipg replacement procedure, the patient's (italy) lead was identified as migrated and tested for high impedances. As a result, the lead was replaced. The new lead tested for high impedance on two contacts, however patient has effective therapy.